Event description:
During a coronary angioplasty while attempting to cross the lesion the cypher select + 3.00x33mm stent dislodged and was later retrieved without any trauma to patient.

Manufacturer narrative:
During a pci, a 3.0 x 33mm cypher select + stent dislodged while attempting to cross the lesion and was successfully retrieved from the patient with a snare. The target vessel was described as a type c lesion in the lad. The lesion was pre-dilated. The product was properly inspected and prepped and no anomalies were noted. There was no mishandling of the product or manipulation of the stent, during prep. The stent appeared to be properly mounted on the sds. There was no negative pressure applied to the device. A 7fr. Guide catheter was used during the procedure. The inflation device was held in the neutral position when the system was being advanced. The physician did not experience any problems when advancing the delivery system to the target lesion. When attempting to cross the lesion resistance was felt. The physician attempted to withdraw the sds and the stent dislodged. It was noted that the physician did not attempt to pull the sds back into the guide catheter prior to stent dislodgement. The stent was removed with a snare. Another cypher was used to treat the lesion. There was no reported adverse event to the patient. The patient is currently in good condition. One non-sterile cypher select+ 3.00 x 33 mm was received coiled in a plastic bag. 3 kinks were found at 10.7 cm, 49.4 cm and 91.5 cm all from proximal end; however this condition on the sds could be related to the way the unit was sent for the analysis. The stent was not received with the sds unit. The balloon was received folded. Bumping marks can be observed on the balloon. The crossing profile could not be performed since the stent was not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing and tracking a lesion or an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The IFU instructs that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The failure reported by the customer was confirmed. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the issue is related to the manufacturing process. Therefore no action was taken. Based on the information available for review, there are possible vessel and procedural factors that may have contributed to the reported event.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15125725 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.